Manufacturer narrative:
Investigation summary: the biosense webster inc. (Bwi) product analysis lab (pal) received pictures for analysis. The photograph investigation was completed on may 7, 2020. According to the pictures provided by the customer, the brim cap and hemostatic valve were observed detached from the luer hub. The customer complaint was confirmed. The bwi pal received the device for evaluation and the device investigation was completed on may 6, 2020. Visual inspection was performed and it was found that the brim cap has been detached and the hemostatic valve has been dislodged. A second closer inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve and brim cap detached from hub could be related to handling of the device during the procedure. However, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was hemostatic valve separation and brim cap detached issues which occurred. It was reported that after placing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small transseptal and when the dilator was removed, the orange ring where the hemostatic valve sits became separated from the sheath with the valve and ring were intact. It came off in one piece. This caused minimal bleeding which required no interventions. No wires or braiding were exposed, no lifted or sharp rings were observed. No air entered the patient. The sheath was replaced and the issue was resolved. There was no resistance or difficulty during insertion or removal. The procedure continued without further incident or harm. The carto 3 system was in use and was operating per specifications. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a patient event but as a product malfunction. The hemostatic valve separation and the brim cap detached issues have both been assessed as MDR reportable malfunctions. The biosense webster, inc. Product analysis lab received the device for evaluation and noted that it was returned in the condition reported as the hemostatic valve and brim cap were separated from the hub. These findings remain assessed as MDR reportable.